Manufacturer narrative:
Lot number ¿ a lot number of: 09081532 was provided, however the provided lot number is not valid. (B)(4). Device broke intra-operatively and was not implanted / explanted. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.4 cortical bone screw sheared off while being inserted during an open reduction internal fixation (orif) of a right femur fracture on (B)(6) 2015. While the surgeon was implanting the screw, using an unknown screwdriver from a synthes mini fragment set, the screw head broke off with the remaining piece of the screw (the shaft) being left in the body. No additional medication intervention was required during the surgery and there was reportedly no harm to the patient. This is report 1 of 1 for com-(B)(4).